Manufacturer narrative:
H6: the device was not returned for evaluation and the reported event could not be confirmed. The contribution of the device to the reported event could not be corroborated. The clinical/medical investigation concluded that, the clinical root cause of the reported events could not be definitively concluded. The assessed patient impact was the unplanned over-resections and loose knee, which required the use a thicker poly insert (upsized to 15) than originally planned. It is unknown if and/or how this may have affected the joint line, leg-length, and if component survivorship could be impacted; however, it was reported that the procedure was successfully completed using the same device and no patient injury was reported. No further medical assessment can be rendered at this time. Should additional clinical documentation become available in the future, and/or if significant engineering evaluation findings are noted, the clinical/medical task may be re-evaluated. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but not limited to surgical technique used or user/procedural variance. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. Additional information:

Event description:
It was reported that during tka procedure, the posterior resections measured at 14mm medially, 9mm laterally (planned at 9.5mm medially, 5.5mm laterally). Patient was loose in flexion and extension . 15mm poly needed for a female patient with small anatomy. Anterior cut seemed accurate as planned. No delay reported. No injury reported. The procedure was finished with the same device.